Event description:
It was reported that this patient's electrode was exhibiting oversensing of noise. Manipulation testing was able to reproduce noise and the physician suspected there was something wrong with the electrode. Surgical intervention was performed and the electrode was explanted and replaced. No additional adverse patient effects were reported. This electrode is expected to be returned back from the field for analysis. This event will be updated upon completion of analysis.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient's electrode was exhibiting oversensing of noise. Manipulation testing was able to reproduce noise and the physician suspected there was something wrong with the electrode. Surgical intervention was performed and the electrode was explanted and replaced. No additional adverse patient effects were reported.